Manufacturer narrative:
Concomitant medical products: 5534-45 lead, implanted on (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device provided a right ventricular (rv) lead warning. All parameters appear to be "stable." The lead remains is use. No patient complications have been reported as a result of this event.